Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge displayed a 100% charge for over 3 days. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.